Event description:
During a check twenty minutes following the leadless pacemaker (lp) system implant procedure, failure to capture was observed on the lp. An x-ray was performed and the lp was found to be in the vena cava. A retrieval catheter was used to explant the lp.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.